Event description:
Information received from the field does not address the patient's clinical status but notes the patient presented in the emergency room with loss of ventricular capture at outputs programmed up to 7.5v, 1.6ms. X-rays revealed a possible subclavian crush.